Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked the water quality and noticed the water quality was poor. The q gard was changed by the customer, but tank flushing was not performed correctly. The cse power cycled the water purification module (wpm) and the q gard was now flushing and rinsing. The customer loaded fresh reagent, calibrators and quality controls were run and were within acceptable ranges. The discordant, falsely low co2 results were potentially caused by the incorrect placement of the q gard during the wpm maintenance. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.